Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture: compression fracture it was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty at l2. During the surgery, leakage of bone cement was found outside of the vertebral body. The bone cement was filled into the second bfd on the left side while confirming frontal and sagittal images. It was suspected that cement leaked into the vein. The doctor stopped cement filling at a total of 6 cc in the vertebral body at the time when leakage was acknowledged. Patient symptoms or complications were reported to be unknown.